Event description:
Promus premier china registry. It was reported that angina and restenosis occurred. In (B)(6) 2019, the subject was referred to cardiac catheterization and the index procedure was performed on the same day. The target lesion 1 was located in the proximal left anterior descending (lad) artery with 98% stenosis and was 26 mm long, with a reference vessel diameter of 3.50mm. The target lesion 1 was treated with pre-dilatation and placement of 3.50mm x 28mm promus premier stent system. Following post procedure, residual stenosis was 0%. Three days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2021, the subject presented with angina and was hospitalized on the same day for further evaluation and treatment. Three days later, the subject was referred for angiography which revealed lad (target vessel) 95% proximal stenosis and was treated with percutaneous coronary intervention. Post intervention, the residual stenosis was 0%. The rationale for intervention was angina, new electrocardiogram changes and angiographic finding without symptoms or objective signs of ischemia. Two days later, the event was recovered/resolved and the subject was discharged on the same day on aspirin and ticagrelor.